Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10d07039, h10e05030, : h10d30064, h10f01037, h10g12065, h10g30067, h10h31055, h10i30048, h10k29039 with no defects noted. The root cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Event description:
This is a report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. The patient began treatment with dianeal pd4 ambuflex, 2.5% (lot number, dose, and frequency not reported) in (B)(6) 2010, extraneal viaflex (lot number, dose, and frequency not reported) in (B)(6) 2011, and dianeal pd4 ambuflex 4.25% on (B)(6) 2011 intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered. Dianeal and extraneal therapies were ongoing. Concomitant medications were not reported. The consumer did not provide an opinion of causality. The consumer reported the cause of the peritonitis was unknown.